Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at elective replacement indicator (eri), and the right ventricular (rv) lead exhibited rising impedance measurements. Technical services (ts) was contacted for information regarding an rv revision procedure the physician was considering, and ts discussed options. The ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at elective replacement indicator (eri), and the right ventricular (rv) lead exhibited rising impedance measurements. Technical services (ts) was contacted for information regarding an rv revision procedure the physician was considering, and ts discussed options. The ICD and rv lead remain in service. No adverse patient effects were reported. Additional information was received indicating the ICD was explanted and replaced due to normal battery depletion, and the rv lead was surgically abandoned and replaced due to high shock impedances. The procedure was completed successfully. No additional adverse patient effects were reported.